Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed during a routine follow-up in clinic due to possible myopotential oversensing. The patient was asymptomatic. Programming changes were made and the patient was stable after the event.